Manufacturer narrative:
(B)(4). This complaint is for a report of one of the supply bags disconnecting. Per the complaint information, the patient stated that he went to the bathroom and his line got tangled and one of the bags fell and came disconnected. This complaint was not confirmed in the lab due to a lack of sample; however, per the complaint information the cause of the separation is due to one of the supply bags falling and disconnecting. The lot number is unknown; therefore, a batch review was not performed. In a follow up call by product surveillance, the patient stated that he has re-arranged his setup so that the lines are securely placed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A home patient (hp) contacted baxter's technical service center requesting assistance to end therapy on the homechoice (hc) machine during dwell 2, because the line got tangled and one of the bags fell and became disconnected. The technical service representative (tsr) explained that he would need to end therapy and either start over with new supplies or finish with manual exchanges. The tsr assisted the hp with ending the therapy on the hc cycler, the hp to start over with new supplies. During a follow up with the hp regarding the bag falling and disconnecting, it was revealed that the issue was resolved; he had started over using new supplies and resumed therapy without further issues. The hp stated that he has re-arranged his setup so that the lines are securely placed. The hp stated that he is doing fine, and also confirmed that he did not have any injury or harm as a result of this incident. No allegations were made against any of the hp's dialysis products. No further information was provided.

Manufacturer narrative:
(B)(4). The issue was resolved over the phone. This was an incident involving a user error during therapy and there was no allegation against the baxter product; therefore the sample will not be requested for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.